Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient lost weight which caused discomfort at the ipg site. Surgical intervention was undertaken on 08mar2024 in which the ipg was relocated, resolving the issue.